Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the customer was hospitalized while wearing the infusion device, and alleged something may be wrong with the piston rod of the device. The customer was already admitted into the hospital for another illness, not related to diabetes when the event occurred. On (B)(6) 2023 at 9:00am the customer had ketones of 5.4 and was diagnosed with diabetic ketoacidosis. The blood glucose results obtained by the hospital were not provided. The hospital treated the patient for ketoacidosis, however the type of treatment received was unknown. At the time of the initial report the customer had recovered and was stable.